Event description:
Reporter indicated that the patient has vocal cord paralysis. The patient had undergone ncp system replacement surgery two months prior. There was no indication of vocal cord paralysis at follow-up visit with neurologist two weeks after replacement surgery. Investigation to date has been unable to determine whether the patient has been diagnosed with vocal cord paralysis by an ent.